Manufacturer narrative:
(B)(4). Initial implant included the rns device and three cortical strip leads. Port 1, cl-325-10, right temporal lobe next to the frontal lobe, port 2, cl-315-10, right temporal lobe, not connected, cl-325-10, right frontal lobe.

Event description:
On 6/19/2017 neuropace became aware that the patient's neurostimulator underwent a dc leak reset. Upon further investigation, it was reported that on (B)(6) 2017 the patient had presented to the site with headaches and a swollen rns incision site. The incision site was opened, cleaned and re-sutured, with the surgical procedure resulting in the dc leak. On (B)(6) 2017, the patient was seen for follow-up and it was confirmed that the wound was healing well. All culture results were negative. The reset was remediated and the rns neurostimulator was programmed for detection and treatment.